Event description:
It was reported that when using the bd pyxis¿ es server orders from the epic system were not appearing in the device. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders from the epic system were not appearing in pyxis. A technical support specialist (tss) verified and confirmed that the care fusion coordination engine had received messages from the host system, but the messages had become stuck. The tss restarted the services, verified that the messages were started draining and identified an epic down notice in the health sight viewer. Tss confirmed that all the messages were drained out and the issue was fixed after the cce service was restarted. The system functioned as intended after the technical support specialist troubleshot the issue.